Event description:
Additional information was received from the patient. They reported that the cause of the maximum setting was determined and it might be due to a fall. It was also stated that an x-ray showed the implant wires twisted and disconnected. A full interstim revision was scheduled on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2vltg implanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had a colonoscopy last friday (B)(6) 2024 and that they became constipated since the colonoscopy. Patient stated that they had been told at their last appointment with their health care provider (hcp) to "stay on the setting" that they were on, but they could increase the stimulation level if they needed to so on monday or tuesday of this past week, they charged both external devices and the therapy was on, on program a at 1.9 ma. Patient stated they went to increase the stimulation but they got a message on their handset that said "the system is operating at maximum settings and that the therapy cannot be increased." Patient stated they thought that was odd as they had been able to increase past 1.9 ma in the past so they decided to try going to program b but they were only able to increase to 0.4 ma on program b before they got the same maximum settings message again. Patient stated they then went back to program a but now they could only increase up to 0.4 ma on program a before getting the maximum settings message again. Patient services asked the patient if they'd had any falls or traumas that led to the issue and the patient stated no, that it was just the colonoscopy that they had but they'd told their health care provider (hcp) about the issue and the hcp told them they didn't think a colonoscopy would do anything to the implanted system. Patient stated they didn't "find anything" at their colonoscopy last friday so no biopsies were taken. Patient stated the health care provider (hcp) had told them that manufacturer should be able to do something with the max settings message and told them to call manufacturer. Patient services reviewed the role of the rep and patient services with the patient and redirected the patient to follow up with their healthcare provider to further address the issue. The patient stated they'd been living with retention in their bladder for probably a couple years now prior to getting the system, so they could deal with their symptoms that had returned since they weren't able to increase the stimulation past 0.4 ma and wait until their next appointment with their hcp on (B)(6) 2024 as they knew a representative would be at the appointment. Patient stated the rep would be able to look at the implanted system and determine what was going on. Patient stated they hoped they didn't have to have another surgery. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.